Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented during implant, high pacing impedance was observed on the atrial lead and the guidewire could not be inserted into the lead completely. The physician completed the procedure with a new lead and the patient was stable following.

Manufacturer narrative:
Analysis was normal. No anomaly was found.